Event description:
It was reported that the patient had developed a rash. It was noted that the patient consulted with four different specialists pointing out that the patient is allergic to the spinal cord stimulator (scs). The patient was prescribed with medication. Additional information was received that the patient was not allergic to any components of the stimulator.

Event description:
It was reported that the patient had developed a rash. The physician believed that the patient was allergic to spinal cord stimulator (scs). The patient was prescribed prednisone by a dermatologist.

Manufacturer narrative:
Block b3: exact date unknown, event occurred since september 2024 prior to the date the manufacturer became aware.